Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a scapholunate fusion on (B)(6) 2015, using a headless screw set, the tip of the drill bit broke while inserting the second screw. Another drill bit was available and used to successfully insert the both screws to complete the surgery. It was also reported that during the surgery, that the tip of the driver shaft was twisted. All fragments were removed with no harm to the patient and without any surgical delay. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis report type: the initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.